Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. A review of the device history record was not possible since the serial number was unavailable. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2016, an aortic valve replacement procedure was performed and this 23 mm sjm trifecta gt valve was implanted. On (B)(6) 2016, paravalvular leaks were noted. On (B)(6) 2016, the valve was explanted and a tissue valve from another manufacturer was implanted.